Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2026, the patient reported that emergency medical services (ems) were called after she was found unconscious with a blood glucose level of 650 mg/dl and in diabetic ketoacidosis (dka). She was transported to the hospital and admitted to the ICU. Approximately one week prior to hospitalization, the patient¿s omnipod insulin pump controller malfunctioned, causing it to lose all stored data and therapy settings. The controller displayed a white screen accompanied by an error message that would not accept her password and became nonfunctional. The patient contacted omnipod technical support, who assisted with restarting and reinitializing the device. The patient then re-entered all therapy settings with help from her endocrinologist. Following the controller restart, the patient reported experiencing unstable and highly variable glucose readings, stating that her bg meter readings differed significantly from her cgm values. No specific comparison values were provided. The patient was also unable to recall what the cgm was displaying prior to her loss of consciousness. At the time of the report, the patient remained hospitalized and was described as being in a ¿diabetic coma.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.